Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: could not get to focus. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: leak at the strain relief of the cable causing blurry image. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.